Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 1-3 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report is to advise of a fracture noted during analysis.